Event description:
Per the audiologist, the patient reported in 2006 that "acid leaked from the batteries", through a crack in the controller (part of the sound processor), to "burn" behind the patient's ear. The manufacturer contacted the audiologist for further details the following month. The audiologist reported that the patient told her that the "burn" had healed and that he was not experiencing any pain. In 2007, the patient reported that this incident occurred when he was perspiring heavily. He noticed leakage from sound processor when he removed the device to wipe away the perspiration. He cleaned the controller with alcohol and discovered that the controller was cracked. The patient covered the crack with electrical tape and a piece of facial tissue. He indicated that he was unable to see the "burn" but reported "I think it was red and pieces of skin was peeling off and felt like a burn when you rub on it and it is like rubbing on flesh". He reported that the skin healed quickly and he had not noticed any leaks or "burning or irritation since". He also indicated that he had not perspired heavily since that incident. It was subsequently confirmed that the patient did not seek medical treatment for this problem. Follow-up in early 2007 confirmed that the patient has not experienced any further occurrences of this problem. The manufacturer requested the equipment be sent back. However, it was not returned to the attention of the analysis team and was discarded.

Manufacturer narrative:
Cochlear ltd has an ongoing investigation into battery faults.